Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-aug-2023. H6: investigation summary: two mz1000 samples from lot 22055430 were received in sealed packaging for investigation. The feedback provided by the customer suggests back flow of blood was detected during infusion. As part of the feedback the customer provided a photograph of their experience; analysis of the photograph identified the presence of blood in the tubing downstream of the maxzero; however, no obvious manufacturing defects were visible which may have contributed to the customer's experience. A visual inspection of the returned mz1000 components did not identify any obvious manufacturing defects which may have contributed to the customer's experience. Both samples were then subjected to functional testing by connecting them to a 50ml bd plastipak syringe and priming with fluid; no flow issues or leakage was detected throughout testing. The samples were then subjected to pressure testing; again no leakage was detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055430 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. H3 other text : see h10.

Event description:
It was reported that while using the bd maxzero¿ multi-fuse extension set with needleless connector blood backflow druing infusion is occuring. The following was received from the initial reporter: blood reflux to catheter line while infusion is going during use.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd maxzero¿ multi-fuse extension set with needleless connector blood backflow druing infusion is occuring. The following was received from the initial reporter: blood reflux to catheter line while infusion is going during use.